Manufacturer narrative:
Other: motion interrupt pan, footboard.

Event description:
It was reported by service report that the footboard had no power and was missing a mip. Power cord was not secured properly causing the power cord to come loose at the connection to the bed. It is unk if there was pt involvement or if there are adverse consequences to report.